Event description:
Customer reported insulin leaked into the infusion device due to a defective adapter. He noticed the o-ring had worn off the adapter causing it to leak. The adapter had not been changed in a few months, and he was advised on the manufacturer's recommendations. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.